Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the pump was in good condition with no appearance of any physical damage. A review of the event history log (ehl) identified invalid syringe size. During the functional testing was unable to duplicate the reported issue. The pot size sensor was out of calibration which is causing the intermittent of the invalid syringe size. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced pot size sensor. Performed preventative maintenance and all functional testing.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Additional information received via email on 05-jan-2022: this pumps are used throughout our 55 bed unit. When one stops working we indicate the problem but not anything regarding which patient it was used on or any of the particulars below. I will have to assume that the error regarding the invalid syringe happened during programming.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited alarm for invalid syringe. No adverse effects were reported.